Manufacturer narrative:
(B)(4). A visual , dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history records were reviewed and showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. No corrective action can be established at this moment since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the device sample becomes available this complaint will be reopened.

Event description:
The customer alleges that the device does not create a mist when the oxygen is turned on. No patient injury. The alleged was detected during set-up.